Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device. The customer did not confirm, if this occurred before or after firing the lancet device. The customer also states that she was having problems retrieving the lancet from the lancet device. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.